Event description:
It was reported that pump screen was dark and would not turn on, with red light blinking around button and pump vibrating periodically. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt button presses and charging with known working supplies, but pump did not respond, customer expressed interest in out-of-warranty loaner pump, with no backup insulin therapy reported and plan to contact healthcare provider.